Event description:
In 2005, the reporter, the pt's home assistant, contacted lifescan alleging that the pt's fast take meter had missing segments in the display. The medical affairs specialist (mas) spoke with the pt eleven days later and obtained the following info: the pt said that he did not know the meter had missing segments. He did not recall results obtained on the reported meter. He did not recall whether he had medical attention after using the meter. On the day of contact, the reporter told the customer care rep (ccr) that the pt obtained a result of 261 mg/dl on the reported meter ten days earlier. The reporter said the pt took oral diabetes medication following use of the meter and took insulin as treatment from a medical professional. The reporter said the pt experienced confusion; however, did not test while experiencing symptoms. The ccr confirmed that the meter had missing segments in the display. The meter, test strips, and control solution were replaced.